Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from canada reports an event as follows: it was reported that during a procedure on (B)(6), 2021, the helical blade would not align properly with trochanteric fixation nail advanced (tfna) nail. The targeting device did not seem to work properly. A replacement instrument was used. Procedure was completed successfully with a five minute delay. There was no patient consequence. This report is for a 130 deg aiming arm. This is report 2 of 4 for pc-(B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4, d9 g1 h3, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that aim-arm 130° f/stat dist lock is in good normal conditions, no damages or anomalies were observed on the device. A functional assessment was unable to be performed on the complaint device since all the mating devices were not returned. However, the aim-arm 130° f/stat dist lock was assembled with the complete radiolucent insertion handle returned without problem. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as a functional test could not be performed and there is no damage that would impact functionality/alignment. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawings reviewed based on the date of manufacture, the current and manufactured revision of current drawings were reviewed. No design issues or discrepancies were identified. Dimensional inspection: according to the drawings, the inner diameter of the channel was within specification h4: device history part #: 03.037.013-us. Lot #: l776900. Manufacturing site: werk hägendorf . Release to warehouse date: 06 jun 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.